Event description:
Child of rptr has a poorly defined collagen/connective tissue problem. Has had positive anas; synovial swellings; joint pain; runs fevers; sore throats; gagging/chokes; sinus; very pale color of skin. Also has tummy aches; headaches; hot red joints; fatigue problem. Gets major flare ups; problems in the heat and sun; rashes; wears glasses; spine, back and ribs hurt; rptr (mom) wonders if pt has a defined or undefined connective tissue disorder to silicone from mother's implants.